Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. The indication for device use, medical history, and concomitant medications were not reported. As of an unspecified date, the patient lost 80 pounds and the catheter shifted/"kinked off" from its connection to the pump; therefore, the pump was not working for some time (also reported as catheter was "kinked off and was no longer connected to the pump while it was still implanted"). On an unspecified date in (B)(6) 2013, the patient's pump and catheter were removed; the patient was no longer experiencing pain; therefore, the decision was made to remove the pump and catheter instead of fixing the catheter and pump connection. Additional information regarding pump drug details, circumstances that led to the weight loss and whether or not it was related to the pump therapy in any way was requested, but was not received. Additional information was requested of the explanting physician regarding pump dr ug details, indications for use, onset of events, troubleshooting, diagnostic testing, causality, patient symptoms, clarification of the disconnection, and clarification of the pump not working statement was requested. If additional information is received, a follow-up report will be sent. See manufacturer's report number 3004209178-2016-00851 regarding the events related to the pump.

Event description:
Information was later received from the patient indicating that the pump contained dilaudid at the time of the event (the patient could not remember the dose and concentration as it had been more than 2yrs). The etiology for sudden (70lb weight cover <(><<)> 90 days) was unknown. It was not thought to be pump related. It was unrelated to diet and activity